Manufacturer narrative:
Unknown at this time, while update when information becomes available. Additional serial # (B)(4).

Event description:
Patient died while using poc. Details are unknown at this time.